Event description:
It was reported that a pause in pacing was noted after cardioversion. The patient was hospitalized for observation. Technical services (ts) was consulted and noted high capture pacing spikes in the monitor and loss of capture. This pacemaker remains in service. No additional adverse patient effects were reported.